Event description:
Inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 149, 92, and 101 mg/dl. Tests were done within 10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.